Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient could not connect to the scs ipg using the patient controller (pc). Reportedly, the patient underwent a neck fusion surgery in (B)(6) 2020 and stated the scs system was set to surgery mode. However, when attempting to connect to the ipg, the message "cannot connect to generator. The generator is not responding" would display on the pc. Multiple attempts were made, but a connection could not be made. An abbott representative met with the patient, but was unable to resolve the issue with troubleshooting. Surgical intervention would be necessary to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's generator was replaced. Stimulation therapy was confirmed postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.